Event description:
Cardiac monitor showed coarse v-fib. The patient was found unresponsive. Code 90 was called and advanced cardiac life support (acls) protocol was initiated. The patient's rhythm then changed from av paced to a-fib and for about 12 minutes there were intermittent pacer spikes and no shock from the implantable cardioverter defibrillator (ICD). Code blue was called and CPR was initiated, however, the patient did not have return of spontaneous circulation (rosc) and expired.